Event description:
Customer reported unexpected negative reactions with anti-a when using galileo fwd abo assay. Patient samples were typed as o postive; the expected results are a positive.they repeated testing and a positive results were obtained.

Manufacturer narrative:
The customer changed to new anti a lot; instrument and reagents are working as expected. A DHR review for anti-a (murine monoclonal) series 1, lot 101673 did not reveal any deviations from processes in the manufacture of the product. The lot met all specifications for in-process and final release criteria. Testing was performed with retention anti-a, lot 101673 using retention greiner plates. Testing was performed in parallel with monoclonal control. In-house donor samples (< 10 days old) and segments from donor units were tested. All samples performed as expected with hds plate, with all group a donors exhibiting 4+ reactivity. With the greiner plate, most group a donors exhibited 3+ to 4+ reactivity; however, 1 donor exhibited adherence on the edge of the well and 3 donors exhibited monolayer adherence. The monoclonal control and all group o and group b donors were negative in all testing as expected. The investigation is on going.